Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a loose front panel keypad ribbon cable onto the cn601 flexi connector. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a loose front panel keypad ribbon cable onto the cn601 flexi connector. To correct the condition, the front panel keypad ribbon cable was reseated onto the cn601 connecrtor. If any additional information is received, a follow up MDR will be sent.